Event description:
It was reported that the patient had an infection and the caused was unknown. Signs of drainage and opened incision site were noted. The patient was given with antibiotics and the incision site was covered with a dressing and tape. The patients staples did stay a week longer than the usual due to slow healing. The patient underwent a full system explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7122725/7123374. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 27845176.